Event description:
A surgeon reported that following implantation of an intraocular lens (iol) it was noted that the lens was cracked. During the same procedure, the iol was removed from the eye. The pt developed prolonged post-op inflammation and rebound iritis. The pt was treated with topical steroids and continues to receive sub-tenon steriods.